Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016, patient with extramedullary tumors at th9/10 underwent unspecified spinal procedure at th6-th12. Intra-op, surgeon found out that there were metal fragments after setscrew was temporarily fixed at most cranial side. The metal fragments might have adhered on muscle. The event happened during insertion of the second set screw at th6, after inserting set screw at left th12. Metal fragments were confirmed around the screw head only at left th6. The surgeon removed the fragments using tweezers and electric scalpel then surgical site was washed and closured. Visually confirmed metal fragments were removed and surgical site was flashed carefully so no fragments were remained in the patient. Tab cap was on and vertebra body had mobility. There was a gap between screw head and rod. The gap was not confirmed by image so detail is unknown. The surgeon commented he considered that setscrew was broken because it was added a strong burden while the surgeon was pushing down the rod during inserting the set screw. The surgical time was extended less than 15mins. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review of the returned implant identified deformation on the bottom thread flank, and deep gouging on the top flank. These observations, in conjunction with the surgeon stating he was ¿pushing down the rod¿ during set screw tightening and a gap noted between the screw head and rod after tightening suggest overloading the set screw thread due to incomplete and/or angulated seating of the rod.